Event description:
Customer reports that he believes insulin pump is not delivering enough insulin for his blood glucose level which is 293 mg/dl. Customer declined troubleshooting, stating that he will monitor the situation. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge. (B)(4).